Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During an initial implant procedure, loss of capture and increased pacing impedance were observed on the rv lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.